Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint (B)(4). The service log review revealed a delivery failure alarm due to apparent ipl failure. The main board was replaced due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the field. This medwatch report is being submitted as delivery failure due to apparent ipl failure was determined to be a reportable malfunction. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm due to apparent ipl failure during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs.